Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was pulling out of the space. The patient underwent a lead repositioning procedure, and a click anchor was added. The patient was doing well post operatively.